Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had hardware failure. The field service engineer fse signed into admin and checked the network adapter cards. The internal network was not sending or receiving, and the external network card showed a cable unplugged. The fse inspected the rear of the station and found the network cable plugged into the port expansion connectors on the communication sled. The fse moved the network cable to the correct ethernet port. After this correction the station showed the hospital network connected on the external network and the internal network began showing drawer activity. The fse then restarted the station and allowed it to boot normally. A fault was indicated in the application for drawer 2.2 pocket in b3 not detected. The fse logged back into admin ran the hardware testing application ejected all pockets and removed debris. The pockets were then reinserted and the fse seated all row board cables on the trays. Next the fse powered off the station re seated the row board cable on the drawer controller and restarted the station. The faults were no longer indicated. The customer was able to inventory normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer hardware had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.